Event description:
Reporter alleged obtaining the results of 543 mg/dl and 193 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 2 or 3 units of novolog insulin based on the 193 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.